Manufacturer narrative:
Block b3: exact date unknown, implant event occurred in (B)(6) 2021. The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) underwent a cuff explant procedure on an unspecified date due to erosion. The patient later underwent a procedure to implant a new cuff. No patient complications were reported.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) underwent a cuff explant procedure on an unspecified date due to erosion. The patient later underwent a procedure to implant a new cuff. No patient complications were reported.

Manufacturer narrative:
Exact date unknown, implant event occurred in (B)(6) 2021. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.